Manufacturer narrative:
Reliability analysis inspected 5 opened/used sensors and performed visual inspection and found 2 of the 5 sensors had bent needles inside of the sensor base. The 3rd sensor's cannula was retracted inside of the sensor based; the broken part of the cannula was missing. The 4th sensor had a broken cannula with the broken part missing as well; the needle hub was also missing. The 5th sensor did not have a needle hub either. It could not be confirmed if the customer received the sensors in damaged condition due to the customer returning opened/used products.

Event description:
The customer reported via phone call that three of his sensors detached from the base of the pedestal, leaving the needle housing stuck inside of the serter. The patient's blood glucose at the time of incident is unknown. Troubleshooting did not occur. The customer stated that only one sensor out of his entire box functioned properly. The three damaged sensors and one unused sensor were returned for analysis and four replacement sensors were shipped to the customer.